Event description:
It was reported that the patient presented due to the care alert which revealed non-sustained ventricular tachycardias and many high frequent episodes due to oversensing-artifacts of the right ventricular (rv) lead. It was also reported that the oversensing was reproducible when the patient rotated their arm. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.